Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a descending thoracic aortic aneurysm and was implanted with two conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure. On (B)(6) 2020, the patient presented with a proximal type I endoleak with no enlargement of the aneurysm. The patient underwent a re-intervention on the same day and an additional conformable gore® tag® thoracic endoprosthesis was placed proximally. The patient tolerated the procedure and the endoleak was resolved. Per the physician, the endoleak was caused by disease progression.